Event description:
Additional information stated that the muscles were contracted and tight where the wires were. This event was also reported in manufacture report # 3004209178-2013-10036. All additional information about this event will be reported under this manufacturer report.

Event description:
It was reported that a patient felt a "burning" in her face that began the week that this was reported. The patient reported being implanted in her face for trigeminal neuralgia, but company records indicate the patient was implanted for chronic lower back pain. It was unknown what the stimulation system was implanted for. Approximately 6 months later it was reported that the patient had contacted the medtronic representative. It was stated that the patient felt that the "wires were hurting her in her face". No further information was provided. Two days later it was reported that there were no diagnostic tests run. It was unknown if there were any malfunctions. It was stated that the patient was going to have her stimulation system explanted, and that she was not using the stimulation. Further information has been requested. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# v537001, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v537001, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).